Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation or receipt of additional relevant information, a follow-up report will be submitted.

Event description:
During procedure, it was noted that the sensor was out of work. There was no adverse event or extended surgery. The signs data of patient was abnormal. The sensor showed wrong data. It was during intra-operation.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records was performed and found that the device met all manufacturing and testing/inspection specifications prior to distribution. Evaluation of the returned device found the catheter material was flattened, burned and melted behind the sensor case. There wer holes in the catheter material at the burned site. The catheter was received in a looped configuration held with sutures. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation of the device, the supplier was able to confirm the reported issue and determined the cause to be mishandling of the catheter. The catheter must be sealed (no openings) in order to meet the supplier's testing specifications prior to shipment. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.